Manufacturer narrative:
The device was evaluated, and the reported issues were confirmed. The nozzle was clogged, and the angles were insufficient. The light guide tube was cracked. The root part of the insertion tube was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, there was a problem with the air supply on the evis lucera elite gastrointestinal videoscope and the angulation was tight. The issues were found during reprocessing. The intended procedure was completed with the same device with no surgical delay. No patient harm reported. During the evaluation of the device, it was noted the nozzle was clogged with a small black rubber object due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged with a small black rubber object due to insufficient or incorrect reprocessing. Noted at estimation. The water supply status of the nozzle was checked during the pre-use inspection. There was no abnormality in the usage check before the clogging was found. The nozzle was not clogged in the case and was found before use. The mh-946 injection tube was used for manual cleaning in the hospital. The facility was using a non-olympus automatic endoscope reprocessor (aer). The nozzle had never been replaced.

Manufacturer narrative:
Correction: e2 - inadvertently completed on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the foreign matter could not be removed even if the user properly performed reprocessing according to the IFU. The IFU describes how to remove foreign matter from the air/water channel/nozzle, but the foreign matter assumed in the IFU is mainly dirt that adheres to the scope during a case. The foreign material in the event was reported to be black and rubbery, which olympus believes is not the expected IFU contamination. The event can be detected by following the instructions for use which state the following: 1) "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspect the endoscopic system, the air-feeding function, and the objective lens cleaning function." 2) "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter after each patient procedure." 3) "clean the external surface. Immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flush the air/water channel with detergent solution." Olympus will continue to monitor field performance for this device.